Manufacturer narrative:
It has been determined that due to a firmware bug the meter may not appropriately remove an unconfirmed bolus from the delta bg correction stack when the manual pump option is chosen on the meter. This issue can occur if the user does not deliver the exact bolus amount as acknowledged on the meter within 10 minutes of the entry. As a result, a possibility of receiving an incorrectly lower bolus recommendation would occur thereby leading to an under delivery of insulin if accepted by the user. This issue only concerns the correction bolus, and would not affect basal rates or meal boluses. This issue has been investigated and product design and process improvements were implemented to correct this issue; efforts are investigated and a CAPA exists. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, the patient reported the blood glucose monitor provided questionable bolus advice. This occurred when communication between the blood glucose monitor and infusion device was broken due to low batteries, and she did not deliver the bolus via the infusion device. Her blood glucose elevated (value unknown), and when she attempted to calculate a correction bolus at a later time, the undelivered bolus was counted as active insulin. She calculated the correction bolus herself and administered it via the blood glucose monitor. No product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.